Event description:
It was reported that the pump battery was depleting too quickly, but this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the customer to uninstall and reinstall the mobile app and to monitor if the battery depletion exceeded 35% daily, with a follow-up if necessary. However, the task team could not calculate the battery depletion percentage because the logs were not uploaded, leading them to close the case without a resolution.